Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) explant procedure due to an unknown reason. The explanted device was not released by the facility and will not be returned. No further information has been obtained despite good faith efforts.